Event description:
It was reported that prior to use there were 570 occurrences of foreign matter and (B)(4) occurrences of labels lifting with a bd vacutainer® lithium heparinn (B)(4) usp units blood collection tubes. The following information was provided by the initial reporter: black point = 570 sp and open label = 124 sp.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter and label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use there were 570 occurrences of foreign matter and 124 occurrences of labels lifting with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter: black point = 570 sp and open label = 124 sp.